Event description:
Reporter indicated that a vns pt had high lead impedance readings with systems and normal mode diagnostics testing. The vns was disabled. The pt did not have any trauma or manipulate the vns. No adverse pt events have occurred. X-rays were reviewed by the MFR that did not identify any obvious breaks, but a sharp angle in the lead was noted just adjacent to the generator. The lead pins were fully inserted into the generator header, suggesting a lead fracture is likely as a pin insertion issue has been ruled out. Surgery to replace the vns lead and generator is planned, but a surgery date has not been set.

Manufacturer narrative:
Method: MFR reviewed x-rays of implanted device. Results: x-rays reviewed by the MFR, no gross lead discontinuities visualized.